Event description:
Reporter alleged obtaining discrepant blood glucose values of 351 mg/dl back to back with a result of 135 mg/dl when testing was performed within one minute. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.